Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the mildly tortuous and mildly calcified left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the catheter was unable to cross the lesion and the balloon ruptured during the first inflation at 6atm. The procedure was completed with another of the same device. No patient complications were reported.